Manufacturer narrative:
Result: review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance or pt condition. Records indicate the device met spec before leaving (B)(4).

Event description:
It was reported that the transseptal steerable sheath was used for a pvi pulmonary vein isolation procedure. The pt already had scar tissue at the site of puncture and several predilations had to be performed, therefore, difficult conditions. Although the insertion of the steerable 9f sheath was very hard, ablation was finally successful. Then the sheath was withdrawn into the right atrium but the catheter was still left in the inferior vena cava. After removing the sheath, it was determined that the metal wire of the torsion mechanism perforated the plastic part of the proximal sheath and protruded in an angle about 30 to 40 degrees out of the sheath. No pt injury was reported.